Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2010-03779, MFR. Report # 3005099803-2010-03780, MFR. Report # 3005099803-2010-03781 and MFR. Report # 3005099803-2010-03782). It was reported to boston scientific corporation that four needleknife sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, all four needleknife sphincterotomes were tested prior to, being used in the patient and worked fine. Once the devices were advanced within the patient, the needle would not retract. The procedure was completed with a different device. It was reported that no patient complications occurred as a result of this event.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.